Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 6:30pm, the cgm was reading high at 313 mg/dl and the bg was 109 mg/dl. The patient reportedly took 20 units of novolog insulin. Seeing that there were no changes to the cgm value, the patient took another 26 units of insulin. After an unspecified time, the patient started sweating and shaking and was on the verge of passing out. His son assisted him by giving him three glucose tablets. The patient stabilized around 9:00pm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.